Manufacturer narrative:
Retainer ring = black. On 02/25/2021 customer alleged pump alerted pump error 3 and pump error 54 on (B)(6) /2021 and on (B)(6)2021. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test and displacement test. In summary, customer allegation for pump error 3 and pump error 54(file number = 32122; line number = 1421) alerting was confirmed in the history download on (B)(6) 2021 at 6:54pm and on (B)(4) 2021 at 2:26pm due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear alarm and able to complete rewind. Troubleshooting was performed, insulin pump is expected to be returned for analysis.